Event description:
Reference number (B)(4). Event occurred in the united states. On 16th sep 2024, patient reported infusion set cannula was not attached to infusion set. Patient's high bg was addressed using both mdi and correction injection via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.